Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
It was reported that both implantable neurostimulator (ins) not communicating with programmer. Patient was implanted in 2011. Additional information reported about 3 weeks later indicated that the health care provider was notified and appointment was set for (B)(6) 2016.they tried adjust the setting due to increased retention and was unable to communicate with the implant. The patient called manufacturer after trying to change batteries in the remote. They said that the message on the screen indicated dead batteries in the implant and those would need to be changed. The patient called their doctor. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.